Event description:
The customer reported via phone call that she was wearing her insulin pump when she went swimming. The buttons on the insulin pump were unresponsive. Customer's blood glucose level was 212 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No moisture damage found under lcd screen or on electronic assembly/motor. The insulin pump had a cracked case at display window corner, minor scratches on lcd window and cracked reservoir tube lip.